Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Correction to the initial MDR in block (d4): unique identifier (UDI).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Correction to the initial MDR in block (b5) and h6.

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) revision due to battery was sticking out. The patient underwent a revision replacement procedure and was doing well postoperatively. The explanted device was not returned per facility policy.